Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was frozen. Customer¿s blood glucose level was unknown. Customer stated that the insulin pump received battery life was diminished, rejected new batteries after being frozen. Customer stated that the insulin pump knocks a piece of the reservoir when a new one was inserted and backlight was always dim even when battery was not low. The insulin pump will not be returned for analysis.